Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. Visual inspection found the lens missing a piece of its haptic and presence of residue on the lens surface. (B)(4).

Manufacturer narrative:
This product is not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange, reduction of ica) (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -9.5/+5.0/071 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017, the lens was exchanged with a smaller lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem was resolved.